Event description:
Litigation papers allege: severe pain and discomfort which forced the patients to retire early. Update - (B)(4) 2013 - pfs and medical records were received. Part/lot information was identified. There is no new information that would change the existing MDR decision. Records are available on the l drive if needed for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.